Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end-of-life message. The patient underwent an ipg replacement procedure.